Manufacturer narrative:
E1: customer facility name: (B)(6). G4: PMA/510(k)#: preamendment. H3: device has not yet been returned to manufacturer; however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the 6fr silicon dj stent from a filiform double pigtail ureteral stent set was not easily going over guidewire whereas a 6fr polyurethane dj stent went easily, despite there being no instrumental errors during the procedure which was abandoned. The polyurethane stent was placed in the same procedure. The stent as indicated due to prostate carcinoma with obstructive uropathy. The patient's anatomy was not tortuous. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction: g1 - mfg site region (state). Investigation ¿ evaluation: it was reported the 6fr silicon dj stent from a filiform double pigtail ureteral stent set was not easily going over guidewire whereas a 6fr polyurethane dj stent went easily, despite there being no instrumental errors during the procedure which was abandoned. The polyurethane stent was placed in the same procedure. The stent as indicated due to prostate carcinoma with obstructive uropathy. The patient's anatomy was not tortuous. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A device failure analysis was conducted at cook as the stent was returned by the customer. Both the positioner and the stent were returned. The stent and the positioner were loaded onto a stock wire guide without issue. In addition, the positioner successfully was able to push the stent off the wire guide without issue. The customer complaint was unable to be replicated. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A historic complaint search for other complaints for stents from the same lot number was conducted and no other complaints have been reported. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_dpss_rev3] ¿filiform double pigtail stent¿ contains the following information related to the reported failure mode. ¿precautions ¿ do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ ¿how supplied ¿ upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, the cause of the difficulty was not able to be determined for this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.